Event description:
It was reported by service report that the cot had a broken base tube weldment. There were reported exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: base tube weldment; exposed sharp edges.